Event description:
Reporter indicated that vns diagnostics with the new generator and resident lead were within normal limits at the generator replacement surgery on (B)(6) 2012. The patient has been doing very well since the generator was replaced and diagnostics continue to be within normal limits. X-rays were performed prior to the surgery but are no longer available per the reporter. As vns diagnostics were within normal limits from implant on (B)(6) 2008 through (B)(6) 2011, it is unlikely the lead pin was not fully inserted at the initial implant surgery. However, it is likely the lead pin was recently making no or intermittent contact with the generator header, causing the high impedance. After reinsertion of the lead pin, contact with the generator header was restored.

Event description:
Analysis of the vns generator was completed. No anomalies were identified, and the generator performed per specifications. The manufacturer's implant card was also received, but diagnostics with the new generator and resident lead were not indicated on the card. Attempts for further information are in progress.

Event description:
Reporter indicated a patient had high lead impedance results for both systems and normal mode diagnostics on (B)(6) 2012. The patient had no known trauma and was not experiencing any adverse events. The patient later had vns generator replacement surgery only on (B)(6) 2012. Vns diagnostics preoperatively resulted in high lead impedance. After attaching the new generator to the resident lead, diagnostics were within normal limits. Follow up with the surgeon revealed it is felt there is a malfunction with the vns generator. The suspect generator has been returned and is pending analysis. Attempts for further information are in progress.

Manufacturer narrative:
Device functionality was restored following reinsertion of the lead pin. It is likely the lead pin was recently making no or intermittent contact with the generator header, causing the high impedance. After reinsertion of the lead pin, contact with the generator header was restored.